Event description:
It was reported bd luer slip tip syringe had missing scale markings. The following information was provided by the initial reporter: "not sure if other markets have brought this up, but only one syringe has the ml makings."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the syringe is missing the scale markings. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows the packaging blister top web and the other photo is a set of four packaging blisters showing the syringes. One syringe in the photo has the scale marking and the other three do not. No other defects or imperfections are observed. This defect could occur if there was a jam at the scale printing process inducing the symptom reported by the customer. A device history record review was completed for provided material and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the scale printing process was performed, settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.